Event description:
It was reported that the insulin pump case was broken near the battery. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.